Manufacturer narrative:
The technician replaced all four casters to repair the stretcher.

Event description:
Information received indicates the casters are locking in the brake position but continue to ratchet.